Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dates estimated. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot numbers were not provided. The reported patient effects of angina and restenosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use are known adverse events associated with the use of a coronary scaffold in native coronary arteries. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported through a research article identifying that 5 months post implantation of a 3.5 x 28 mm absorb scaffold, the patient presented with recurrent angina symptoms on minimal exertion and angiography revealed sub-occlusive focal restenosis proximal to scaffold overlap area. A non-abbott stent was implanted to treat the restenosis, resolving the event. No additional information was provided.